Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture as well as noise that was oversensed, leading to inappropriate high-voltage therapy. The lead was removed and replaced on (B)(6) 2018. During that procedure, the right atrial lead was also removed and replaced for an unknown issue. The patient was stable post-procedure.